Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: suspected deflation.

Event description:
Allergan aesthetics received a report via nbir of a left side suspected deflation. The device was explanted.